Event description:
It was reported that during an unk procedure that the clips would not advance. Used another like device. There was no adverse pt consequence.

Manufacturer narrative:
H6: anti-backup. Eval summary: the analysis results for the mcm30 instrument confirmed that it was non-functional. The instrument was cycled and would not feed the clips. Upon disassembly of instrument the teeth of the anti-backup were noted to be worn out, however no anomalies were noted with the rest of the internal components. No conclusion could be reached as to what may have caused the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.